Event description:
The customer reported getting a battery error then a defib failure cycle power message, error 1 during the shift check when attempting to charge. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported getting a battery error then a defib failure cycle power message, error 1 during the shift check when attempting to charge. No patient involvement was reported. The device was evaluated by a philips field service engineer. The symptom was verified. The battery was replaced to resolve the issue.